Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Unable to upload pump to carelink due to critical pump error (open book image) alarm. In further full review of the pump history/traces on the event date of 11-jul-2023, critical pump error (open book image) alarm and pump error 35 alarm were recorded. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 11-jul-2023 listed on smartsolve. Dailytotalofallinsulindelivered: 104000 (10.4 u). Dailytotalofbasalinsulindelivered: 54000 (5.4 u). Dailytotalofbolusinsulindelivered: 50000 (5 u). 07/11/2023 03:10:17.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 50000 (5 u), bolusamountdelivered: 50000 (5 u). Critical pump error (open book image) alarm and pump error 35 alarm confirmed in the formatted history file on 07/11/2023 08:18:00.000 and 07/11/2023 08:28:00.000. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2 and force sensor. No corrosion or moisture damage found on the motor and vibrator assembly noted. Perform brush cleaning with the isopropyl alcohol the moisture damage areas and reinstalled the original electronics, case, internal battery and motor. The critical pump error occurred during testing. In conclusion, critical pump error (open book) and pump error 35 alarm found in the formatted history file due to corrosion on the pcba 1, pcba 2 and force sensor. Please see below for pump errors/alarms noted 1 week prior to the event date 11-jul-2023 in the formatted history file. Insert battery alarm was recorded and found in the formatted history file on: 07/11/2023 08:34:11.000 to 07/11/2023 08:56:32.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 07/11/2023 08:34:15.000 to 07/11/2023 08:56:31.000. Low battery alert was recorded and found in the formatted history file on: 07/05/2023 03:59:00.000, 07/11/2023 08:33:00.000. Replace battery alert was recorded and found in the formatted history file on: 07/05/2023 13:30:00.000, 07/05/2023 13:40:00.000. Replace battery now alarm was recorded and found in the formatted history file on: 07/05/2023 14:01:00.000, 07/05/2023 14:11:00.000. Power loss alarm was recorded and found in the formatted history file on: 07/05/2023 14:50:47.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm and low battery alert were expected since the battery in the pump is low on power or does not have enough power. The customer may have used a low/no power/depleted battery. Earliest power data available per the power management tool/detail trace file is on 08-jul-2023 at 4:38:56 pm. There was no power data available for the date of 05-jul-2023 at 03:59:00.000, 13:30:00.000, 13:40:00.000, 14:01:00.000, 14:11:00.000 and 14:50:47.000. Unable to test for failed battery alert/battery failed alarm, low battery alert, replace battery alert/replace battery now alarm and power loss alarm due to critical pump error (open book image) alarm. Failed battery alert/battery failed alarm, low battery alert, replace battery alert/replace battery now alarm and power loss alarm were unknown. Lostsensor1alert (780) was recorded and found in the formatted history file on: 07/10/2023 17:19:00.000. Sgcalibrationerror (776) was recorded and found in the formatted history file on: 07/08/2023 14:02:48.000. Unable to test for lost sensor alert and sg calibration error due to critical pump error (open book image) alarm. Lost sensor alert and sg calibration error were unknown. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a cracked case behind the pump near the battery tube compartment. Unable to verify customer alleged for low bgs. Unable to perform the required testing and upload pump to carelink due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corrosion on the pcba 1, pcba 2 and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Updated information: customer was not treated with glucose/carb intake, it is not mentioned in the notes. Customer had emergency medical services called to her. Troubleshooting was not performed on the pump. Pump was worn since customer received a critical pump error.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in sections b5 & h6( hecc,heic) with this report.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a critical pump error/open book image alarm, along with hypoglycemia with 30 mg/dl, and was treated with glucose/ carb intake. The customer visited the emergency medical service as the outcome of the low blood glucose event. Troubleshooting was performed and explained the insulin pump performed safety checks and the error was found also it was unsure if the insulin pump device was utilized within 48 hours, and whether the auto mode option was activated or not at the time of the occurrence. No further customer complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.